Event description:
It was reported that the tip of the ortho grip knee pointer broke off during transport to the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off during transport to the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for evaluation.